Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no patient involvement, as the customer was utilizing manual injections for therapy at the time of the alarm.